Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that there were air bubbles half way between the reservoir and site. Customer stated that the bubbles were approximately about a half an inch long. Customer's blood glucose was 281 mg/dl. Customer treated with a bolus. Customer stated that the pump was not rewound in place. Customer stated that a few nights ago, her blood glucose was at 400 mg/dl. Customer changed the set and resolved the issue. Customer stated that there is another small air bubble about 3 inches left. Customer did 2.0 units to get rid of the air bubble. Customer stated that the insulin was stored at room temperature. Customer was advised to change the infusion set and to tap the reservoir to gather small bubbles into a large one. Customer was instructed to push air back into the insulin vial and stated that she would do a set change tomorrow.